Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the biliary tract during an endoscopic biliary tract lithotomy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, a basket wire broke which led to mild bleeding in the patient's biliary tract. Reportedly, the bleed was treated and another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.